Event description:
It was reported that the 2600 system displayed a battery charger failure error message on the control panel. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the batteries. The system was tested and found to be working as intended and placed back into service.